Manufacturer narrative:
On 11/14/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and autoimmune disorder (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Pain, heaviness of implants, chronic nausea, weight loss, diarrhea, urinary tract infections, and dry eyes were noted. The patient joined an online group for breast implant illness. The patient went to a physician who determined the devices were not ruptured but did not provide any additional diagnosis pertaining to the patient¿s symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient had the devices explanted without replacement on (B)(6) 2019. See 1645337-2019-22078 for contralateral prosthesis report.